Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the kidney of the patient for a percutaneous nephrostomy procedure. The next day, the operator discovered leakage at the junction of the drainage catheter. The catheter was exchanged and the procedure was finished successfully. As reported, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter was returned for evaluation in used condition. Biological matter was present along the surface of the catheter, particularly near the hub. The suture string was broken at the pigtail and was found wrapped around the catheter tubing. Tug and twist tests revealed that the proximal assembly was secure, as the catheter tubing was unable to freely rotate within the cap. Upon removal of the connector cap, the suture string was found loose and detached within the threads. The catheter flare was damaged, contained a lip and appeared to be slightly shallow. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record revealed nonconformances for lot 8974930, as four devices were scrapped for incorrect proximal end and five devices were scrapped for embedded foreign matter in the hc. Nonconformances were also reported for subassembly lots sa8895421 and sa8895437 in which one device was scrapped for surface defects, thirteen devices were scrapped for foreign matter and fifteen were scrapped out for foreign matter respectively. One nonconformance was found for mac-loc subassembly lot sa8855647 for two devices that were scrapped due to a hole in the flash. It should be noted that there were no other complaints reported for lot 8974930. The instructions for use (IFU) advises the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.